Manufacturer narrative:
The insulin pump was received with normal operating currents. The device was monitored for several days and no battery out limit or low battery alert alarms occurred during testing. Several bolus deliveries were programmed and no unexpected bolus stopped alarm noted. The device had cracked reservoir tube lip, case cracked at the display window corner, minor scratched lcd window, and scratched reservoir tube window.

Event description:
Customer reported the insulin pump had two bars in the morning and customer had to change the battery because it stopped delivering insulin. Customer's blood glucose was 125 mg/dl. Customer also reported his doctor stated his buttons on the insulin pump were sticking. The device was not dropped or bumped. Customer was advised to monitor the device. Customer hung up the call and called back and stated that she did not feel comfortable with the device and did not want to get a battery cap to later find out it was not working. Customer wanted the device replaced. Customer was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.